Event description:
A consumer reported that following the intraocular lens (iol) implant procedure, an infection occurred within 24 hours after surgery, and the patient went blind. The patient consulted a retina specialist and received ocular injections as treatment for one year. The patient visited the surgeon multiple times without any cure. During the last eye examination conducted the previous week, the condition was reported as stable. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).